Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 900mg/dl. The customer stated that he attempted to give a manual injection, but his glucose level continued rising. The customer stated that the insulin pump was not delivering insulin. Troubleshooting was not performed because the hospital had lost the customer's device. No further info was provided.